Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise, that resulted with the patient receiving inappropriate shocks. The lead also exhibited an increase in capture thresholds and pacing impedance the lead was explanted and replaced and the procedure was completed successfully. The patient was in stable condition before, during and post procedure.